Manufacturer narrative:
Continuation of d11: product ID 37714 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2019 product type implantable neurostimulator. Product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2008 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on august 28, 2019. They confirmed that the ins was replaced on (B)(6), 2019, and it would not be returned since the physician did not request it to be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 37714 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2019 product type implantable neurostimulator. Product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2008 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-22. The high impedances was noticed with the old and new ins. The high impedances were caused by the lead. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-01. The cause of the high impedances was not determined. The event context began pre-op the day of surgery. It was unknown when the patient first noticed the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There were high impedances on 2, 5, and 15. The rep programmed around which resolved the issue. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-08. The replacement is scheduled for (B)(6) 2019 which conflicts with previously reported information. Follow up is being conducted to confirm. The ins was replaced due to normal battery depletion. No further complications were reported/are anticipated.